Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was decreasing. Left ventricular pace impedance generally decreasing from (B)(4) to (B)(4) between (B)(6) 2014 to (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's device had unexpected longevity. The device remains in use. Additionally, the patient's left ventricular (lv) lead had high thresholds. No patient complications have been reported as a result of this event.